Event description:
It was reported that a couple months prior to the call the patient went through a store security gate and they got a little too close to the sensor and it felt like an ¿electric fence¿ shock. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v009471, implanted: (B)(6) 2006, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID fa37742, serial # (B)(4), product type programmer, patient. (B)(4).